Manufacturer narrative:
Note: event date is only approximate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. Information was reported that the patient has had multiple surgeries. The caller was asked to clarify and stated the patient had a revision done some time after her initial implant. No further information was reported. No patient symptoms were reported.